Event description:
A representative reported the actual residual volume was greater than the expected residual volume. They did not provide specific values for the volumes. They stated that a new pump was implanted recently, and when they went to do a refill they got out ¿almost all of the drug¿ (about 20 ml). The patient¿s personal therapy manager (ptm) was showing code 8286 indicating that an empty reservoir had occurred. The representative stated that they planned to revise the catheter. On (B)(6) 2014 a representative later reported that the revision occurred on (B)(6) 2014. The doctor was able to aspirate 2.5 to 3 ccs of clear fluid from the catheter/connector via a tuberculin syringe once it was removed from the pump. They believed the pump had compounded morphine. The patient never went through withdrawal, but they had been buying and taking various prescription drugs including fentanyl suckers. They had been having troubles with the new drug infusion system since a new pump was implanted on (B)(6) 2013. Preservative free normal saline (pfns) was able to be flushed through the catheter access port (cap) of the existing pump, but the reservoir still had all 20 cc of drug so the pump was replaced and an 8578 was added to the existing catheter. It was again noted that the ptm had displayed an empty reservoir. The event logs were never accessed or reviewed, but there were no audible pump alarms. The new pump was filled with pfns and programmed to minimum rate. The doctor was to switch to drug and begin microdosing at 0.25 mg and see how the patient responded. The patient was doing fine now, but they were self-medicating.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).